Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation the cause of failure could not be presumed, however it is likely that the malfunction was caused by a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, it was found that the b40 cv malfunction error code was due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a b40 cv malfunction error code was received. This report is being submitted for the event found during evaluation. There was no patient involvement.